Event description:
It was reported that the impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead is high. It was later reported that the threshold was high and the lead had a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).